Event description:
It was reported the customer's insulin pump had a beep anomaly. Customer stated they would hear their insulin pump beep twice. The customer also stated they were trying to sleep when their insulin pump beeps to go into suspend. Customer also reported hearing a double tone after they resume their basal. Customer's blood glucose was 300 mg/dl. Troubleshooting found the customer's backlight was not functional. Customer also stated there was no leaks on their insulin pump. The customer's alarm history also showed several no delivery alarms occurred. Customer was able to reduce their blood glucose to 286 mg/dl by bolusing. No additional information provided.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the display was blank. The customer declined troubleshooting for this issue. The customer was advised to call back after receiving a tubing clamp to complete the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.